Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in mildly tortuous and severely calcified right anterior tibial artery. After a 6f non-boston scientific (bsc) guide catheter was inserted and non-bsc guidewire crossed the lesion, a 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres in 5 seconds, the balloon was ruptured. The device was removed without any problem and it was noticed a pinhole in the middle part. The procedure was completed with non-bsc device at 20 atmospheres. There were no patient complications nor injuries reported. The patient condition was good.